Manufacturer narrative:
(B)(4). Testing was performed using an in-house file kit of architect tsh reagent lot 90911jn00. One replicate of each of the low, medium and high architect tsh controls were run to validate the calibration curve. The test validity criteria were met. In addition 12 replicates each of architect tsh panel (h2, n and b) were run. All 12 replicates of each panel member were within specifications. All test acceptance criteria were met. A review of the manufacturing and testing documentation was performed for lot 90911jn00. The review did not reveal any events or issues that may have impacted the performance of the above lot number. Customer complaint data was reviewed and no adverse trends were identified related to the customer's issue. The architect tsh reagent package insert was reviewed and was found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.

Event description:
The account stated that discrepant architect tsh results were generated on a patient sample. The sample was run multiple times with the following results: 14.01, 24.15, 20.86, 26.89, 27.06, 27.06, 26.98, 26.61 uiu/ml. The account reported a value of 26-27 uiu/ml as a final result. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7k62 that has a similar product distributed in the us, list number 6c52.